Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6), a patient was presented with grade 3-4 functional tricuspid regurgitation(tr) and short septal leaflet for triclip procedure. One triclip was implanted. The tr was reduced to grade 2 post procedure. On approximate day, recurrent tr of grade 4 was noted. On (B)(6) 2025, a procedure was scheduled to treat recurrent tr. At the beginning of the procedure, single leaflet device attachment (slda) was observed from septal leaflet. Per the physician, the slda was due to patients' anatomy of short septal leaflets. 2 triclips were implanted to treat recurrent tr and stabilize the slda. The tr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided, the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation was due to be patient anatomy. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.